Event description:
It was reported that the drug concentration was changed from 15mg/ml at 2.4mg/day to 30mg/ml at 2.5mg/day. The pump was updated, but the bridge bolus was not performed. The drug concentration was re-entered and the pump re-updated using the 8840. This resolved the problem. It was noted that there was no adverse patient event as the original pump update had just been completed. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).